Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in overdischarge. The overdischarge was caused by patient non-compliance. After the device was recovered there were several electrodes with impedances greater than 10k with .25 volts. The issues were resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.